Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, successfully resolving the malfunction as it did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears.